Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. Received customer picture. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
The customer advised since they changed tube vendors patient results from their 4 sysmex xn-9100 analyzers fluctuated more than normal for hemoglobin and mcv for the edta tubes. Customer advised lot unknown, not lot specific, product samples not available. Customer advised ranges mcv 80-99, hgb 12-16. Customer advised it was determined patient results fluctuated more as there was a 20% fluctuation within 3days which occurred with mcv and hemoglobin. Per customer results should remain relatively stable unless critical conditions. Customer advised daily occurrences with tubes filled to indicator and others half filled. Customer unknown if specimens were recollected and outcome of recollected tubes. Customer also advised the rings are coming off and jamming their instruments (photo provided) and the rubber stopper is dulling the needle piercers on the instrument (sysmex xn-9100). Customer advised instrument manufacturer sysmex installed a new needle piercer specific for greiner tubes, and the needle piercers now do not have to be changed as often.